Event description:
Caller states that she tested her blood glucose on one vial of strips and received a reading of 460-470 mg/dl. She states she then changed to a different vial of strips and obtained a reading of 85mg/dl. No adverse event was reported. No treatment was provided. Glucose control solutions were used on the strips giving high readings and found to be out of acceptable range. Requested return of the suspect device and replacement was sent.